Event description:
The article 'percutaneous lumbar and thoracic pedicle screws: a trauma experience' in journal spinal disord tech 2014;27:154¿161, was reviewed. In total, 26 patients who had undergone percutaneous spinal instrumentation were included in the clinical review portion of this study. Pedicle screw instrumentation was either the mantis system or viper 2 (non-stryker). Age distribution of this group ranged from 20 to 69 years. Mechanisms of injury were predominately motor vehicle accidents, but also included falls and insufficiency fractures. Two patients included in the study had a complete neurological injury. One had a gunshot wound through the spinal cord without mechanical compression, and the other patient suffered from a hyperextension injury resulting in cord signal change in the thoracic spine. Of the 26 patients who underwent percutaneous posterior spinal fusion, there were no cases of postoperative infections. No patient reported new-onset postoperative weakness, paresthesias, or any other new neurological deficits on follow-up visits. Four patients underwent planned subsequent hardware removal after fracture healing. One patient underwent revision surgery approximately one-year after implantation to address rods which had migrated at l4. The device migration was noted during the six-month follow-up imaging visit; the patient was asymptomatic at that time. At the one-year follow-up visit, the patient reported mechanical back pain. During the revision surgery, the surgeon noted that the l4 set screws appeared to have been cross-threaded during implantation.

Event description:
The article 'percutaneous lumbar and thoracic pedicle screws: a trauma experience' in journal spinal disord tech 2014;27:154¿161, was reviewed. In total, 26 patients who had undergone percutaneous spinal instrumentation were included in the clinical review portion of this study. Pedicle screw instrumentation was either the mantis system or viper 2 (non-stryker). Age distribution of this group ranged from 20 to 69 years. Mechanisms of injury were predominately motor vehicle accidents, but also included falls and insufficiency fractures. Two patients included in the study had a complete neurological injury. One had a gunshot wound through the spinal cord without mechanical compression, and the other patient suffered from a hyperextension injury resulting in cord signal change in the thoracic spine. Of the 26 patients who underwent percutaneous posterior spinal fusion, there were no cases of postoperative infections. No patient reported new-onset postoperative weakness, paresthesias, or any other new neurological deficits on follow-up visits. Four patients underwent planned subsequent hardware removal after fracture healing. One patient underwent revision surgery approximately one-year after implantation to address rods which had migrated at l4. The device migration was noted during the six-month follow-up imaging visit; the patient was asymptomatic at that time. At the one-year follow-up visit, the patient reported mechanical back pain. During the revision surgery, the surgeon noted that the l4 set screws appeared to have been cross-threaded during implantation.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.